Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
(B)(4). The hospital reported that during preparation for an endoscopic vein harvesting procedure, bom 7mm extended length endoscope was capturing strange images and glue gunk was seeping out of the eyepiece leaving residual. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. (B)(4). The customer called seeking our online IFU for the vh-1111, specifically researching cleaning methods. I walked her through our website. While we were on the phone together, she told me what was going on. Their scope [s/n (B)(4) warranty expires aug/31/2016] was capturing strange images. She said 'glue gunk' was seeping out of the eyepiece leaving residual that wiped off with alcohol.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The c of c is available for review as an attachment to the record.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, bom 7mm extended length endoscope was capturing strange images and glue gunk was seeping out of the eyepiece leaving residual. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. The customer called seeking our online IFU for the vh-1111, specifically researching cleaning methods. I walked her through our website. While we were on the phonetogether, she told me what was going on. Their scope [s/n (B)(4) warranty expires aug/31/16] was capturing strange images. She said 'glue gunk' was seeping out of the eyepiece leaving residual that wiped off with alcohol.